Event description:
It was reported that the user experienced sustained hyperglycemia around 250 mg/dl for approximately nine hours despite meal announcements and disclosed extending infusion set wear to about one week. Investigation included customer interview and review of use practices. Further investigation of this case revealed user technique concerns related to prolonged infusion set wear that can contribute to hyperglycemia. No symptoms associated with high blood glucose reported. Outcomes included no reported medical intervention. It was concluded that the cause of the hyperglycemia was unclear, with contributory factors likely related to infusion set wear duration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.